Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. Isi did not receive a da vinci mcs instrument involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, there was an issue that the monopolar curved scissors (mcs) instruments were not functioning properly, with monopolar/coagulation energy firing intermittently. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs but found no related errors. The system setup showed the mcs instrument on the universal surgical manipulator (usm) arm 3 with cut and coagulation set to 3. The tse suggested using a new energy cable, instrument, or rebooting the erbe. However, the staff mentioned that they already used a new instrument and energy cable, but the issue persisted. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer abandoned the use of the erbe generator and completed the procedure with a covidien force triad. They utilized a cable to connect it to the vision side cart (vsc). Although this solution was not ideal, it allowed the procedure to be completed.

Manufacturer narrative:
The instrument was recognized by the test system and successfully passed all functional tests. Energy delivery was tested and passed in various grip orientations. The instrument passed the electrical continuity test. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues, or other factors not directly related to the device.

Event description:
Refer to h11 for follow-up information.